Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that nrg transseptal needle was selected for supraventricular tachycardia (svt) ablation procedure. During preparation, it was mentioned that when attempt was made to insert the nrg needle into the sheath, the tip of the needle got bent, when the physician made an attempt to reshape back to c1, the tip of the needle broke off without any force applied. Thus, the needle was replaced with same model needle and the procedure was completed successfully. No patient complications were reported. The device is not expected to be return for analysis (disposed).